Event description:
It was reported the patient experienced a shocking or jolting sensation. It was noted that the physician had been aware for a couple of months that the patient experienced shocking in the chest area. At the time of current report, it was reported the patient was in the operating room. It was later reported that after the patient experienced shocking at the site of her implantable neurostimulator (ins), she had a subsequent revision. Impedance testing was performed and found that electrode impedances were high, but therapy impedance was normal. It was reported that the surgeon removed the ins, disconnected the extensions and saw there was tissue in the ports of the ins. The surgeon cleaned up the ports, reconnected the ins, and once reconnected there were no problems found with the impedance. It was further noted that after the revision the product issue resolved. The patient¿s status at the time of current report was noted to be ¿alive-with injury.¿ further, it was reported the patient experienced pain at the ins pocket site.

Event description:
Additional information received reported that the issue was due to a connection between the implantable pulse generator (ipg) and the extension cable. It was noted that impedances were elevating greater than 20000 in two contacts. Symptoms associated with the event included shock-like sensations when raising the right arm. It was noted that no hospitalization was required due to the event.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v688048, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v688048, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the doctor had seen six patients with similar high impedance issues over the past six months. It was noted that they did not think any components had been replaced to resolve the issue. It was later reported that the implantable neurostimulator (ins) was changed (B)(6) 2013 and all impedances were normal intraoperatively after replacement. Impedances began to rise (B)(6) 2013. Paresthesias around mouth and right arm when raising the right arm up and across chest were reported. On (B)(6) 2013 impedances were c-0 14,582, c-1 1598, c-2 >40 ,000, c-3 1186. The patient was taken to the operating room (or), and prior to disconnecting the ins, tissue ingrowth of approximately 1-2 mm into each port was noted. The healthcare professional disconnected the ins, cleaned off the cables prongs, cleaned out the tissue from inside each of the inss female ports, reconnected and tightened. Impedances were checked and found within normal range when at 0.7 volts. See MFR. Reports #3007566237-2013-03704, #3007566237-2013-03698, #3007566237-2013-03707, #3004209178-2013-17367, and #3007566237-201 3-03214 regarding the same hcp noticing similar issues with different patients.